Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; if explanted; give date: not applicable, there is no indication the lens was implanted. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery the back haptic of an intraocular lens got stuck. Haptic came into contact with the patient's eye. No patient harm reported. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the lens, model pcb, was received at manufacturing johnson and johnson on the 21th july 2020. The sample product was returned in its original package.visual inspection using magnification was performed. The plunger and pushrod was observed in advanced position.residues of lubricant material was observed on cartridge. The cartridge tip section was observed slightly deformed. Part of the lens was also observed stuck at the cartridge tip section.the condition in which the sample was returned was consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified.based on the analyzed of the returned, there was no indication of product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.